Event description:
It was reported that the patient presented to clinic with low hv lead impedance. The hvli was outside of acceptable range. X-ray showed no anomalies. Cause is unclear. The physician will monitor the patient.

Manufacturer narrative:
Na